Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported event may have been caused by customer's handling. There was no visible damage to the distal end and the light guide bundle. The second bending section was broken. The lug connecting the bending tube had come off. When the angulation of the bending section in each direction was measured, the measured angulation was within the specified value. Furthermore, the bending section could be straightened and returned to the neutral position. The device was partially disassembled and there was no humidity or corrosion inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the bending section was broken and the metal was exposed. And there was a leakage at the bending section rubber due to perforation. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the device inspection result by olympus france. There was a leakage at the bending section rubber. The bending section rubber of the damaged part was swollen. The bending tube was cracked and the cable support of the bending tube was disconnected. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, omsc concluded that the bending tube was cracked and the cable support of the bending tube was detached due to user's handling, which caused a hole in the bending section rubber. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.